Manufacturer narrative:
The iesu had no significant scratches or dents. The front bezel is in decent condition. The iesu was placed on a golden system and was run in normal mode. C-34 error occurred during startup and mono coag activation. The unit will be returned to the original equipment manufacturer. The probable root cause is attributed to generator defect based on voltage error.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive field service engineer (fse) to report c-34 error on erbe. Fse guided nurse to disconnect the power cord from erbe, to wait 1 minute and to restart erbe. Error returned. The procedure was completed with no reported injury. Intuitive followed up but no additional information was available.